Manufacturer narrative:
This product is manufactured in the u.s. But is not marketed in the u.s. Device evaluated by manufacturer? No - lens not returned. (B)(4). Device not returned.

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vticmo12.6 implantable collamer lens, unknown diopter in to the patient's left eye (os) on (B)(6) 2015. The patient developed a refractive surprise. The lens remains implanted.

Manufacturer narrative:
Additional information: diopter of the lens is -10/+2,5/70. A lens work order search was performed and no similar complaints were found. (B)(4).